Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test . The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm kinked in the tubing due to tubing was not returned for analysis; however, product analysis concluded these activation issues could affect the functionality of the pump in resulting mechanical issue. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump components replaced as three days after the pump was implanted, the pump could not be pressed. During the procure the connection part between the reservoir and the pump was kinked, so the physician replaced the pump and made the tube smooth. The event resolved and the patient was doing well.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump components replaced as three days after the pump was implanted, the pump could not be pressed. During the procure the connection part between the reservoir and the pump was kinked, so the physician replaced the pump and made the tube smooth. The event resolved and the patient was doing well.